Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 402mg/dl. The customer treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was also 402 mg/dl at the time of the call. Customer indicated that a lot of insulin needs to be put in the reservoir before any will come out of the tubing. Troubleshooting was unable to be completed as the call was disconnected. No further details provided by troubleshooting or by customer.